Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was a teflon sheath; the sheath was noted buckled and blood was noted in the sheath sidearm. Upon return, a teflon sheath was noted on the iab bladder membrane. The sheath was noted damaged and cut. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. The bladder was noted torn/ cut at approximately 12.9cm to 15.6cm from the distal tip. The outer lumen was noted damaged, consistent with being buckled at approxi-mately 47cm to 52cm from the luer end. Bends to the central lumen were noted at approximately 21cm and 45 cm from the iabc luer. Dried blood was noted on the exterior surfaces of the re-turned sample. Dried blood was noted within the bladder/helium pathway. The teflon sheath was noted buckled and the iabc bladder was noted torn, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (un-furled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage. The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0062in and was within spec-ification of process document. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for blood in the helium pathway is confirmed. Upon return, various dam-ages were noted to the iab catheter. Due to the returned state of the device, it could not be confi-dently determined what initially caused the complaint. Unrelated to the reported complaint, the iabc bladder was found withdrawn through the teflon sheath. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the spec-ifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported ", the catheter was inserted into the patient. After less than 5 minutes, the pump alarm a helium gas leak. Gas was aspirated from the helium gas pipeline and blood was found. Therefore, a new catheter was immediately replaced". No patient injur or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported ", the catheter was inserted into the patient. After less than 5 minutes, the pump alarm a helium gas leak. Gas was aspirated from the helium gas pipeline and blood was found. Therefore, a new catheter was immediately replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported ", the catheter was inserted into the patient. After less than 5 minutes, the pump alarm a helium gas leak. Gas was aspirated from the helium gas pipeline and blood was found. Therefore, a new catheter was immediately replaced". No patient injur or consequence reported. The patient's current condition is reported as "fine".